Event description:
Development of several symptoms gradually since implantation of the implants. Chronic and extreme fatigue, muscle pains, pains and weaknesses, joint pain, hair loss, dry skin, dry eyes, dry mouth, dry hair, weight gain, intolerance at temperature, low libido, buzzing in the ears, heart palpitations, shortness of breath, rashes, estrogen/progesterone imbalance or decreased hormones. Sensitive lymph nodes in the breast, underarm, throat, neck or groin area, muscle contraction, dehydration, chronic neck, shoulder and back pain. ¿cerne¿ under eyes and premature wrinkles, slow muscle after activity, gastrointestinal and digestive problems, sensitivity to odors or chemicals, friction, sensitive skin, increased sensitivity to sound, tightening at the throat, chronic inflammation, headache, vertigo and migraines, mood changes/irritability, symptoms or diagnosis of fibromyalgia, common autoimmune symptoms or diagnosis: rheumatoid arthritis.